Manufacturer narrative:
The power cord involved with the reported event has not been returned to isi. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site called back in for a previously reported issue. The system was reflecting a message stating the patient side cart (psc) was running on battery. The arms were yellow and the battery lights were red. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site perform a hard restart and press the power button. Site restarted and could not get the psc to connect to the system. The site attempted to restart the system again with no success. At this point, the surgeon elected to convert to lap and hung up. The planned surgical procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient was under anesthesia and the cannula ports were placed on the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse was able to reproduce the reported error and identified a damaged power cord. The fse replaced the damaged power cord to correct the reported problem. The system was tested and verified as ready for use.